Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 515056, batch # 2407309. It was reported by customer that the tubing was dislocated at phaseal. Verbatim: rcc received a complaint via email. Email(s) attached good morning, on (B)(6) 2025, we had a safety event reported for bd item # 515056 (injector drug trnsfr device clsd sys n40-0). Let¿s identify this as bd (B)(4), as a reference number. Based on the information provided below, could you start a product quality report? Bd (B)(4): reported date (B)(6) 2025; event date: (B)(6) 2025; item number: 515056; lot number: 2407309; item available for pick up? No; picture: no; patient harm: none; area: (B)(6) clinic. Event details: ¿this pt is supposed to exhange his blintumomab on (B)(6) 2024. But it was disconnected on (B)(6) 2024 in the middle of the night, pt realized at 7:57am, showed up atc at 7pm. Residual volume was 62.1ml. Tubing was dislocated at phaseal. Educated pt to comeback on scheduled date on (B)(6) 2024 at 1:15pm for blinatumomab bag exchange.

Event description:
No additional information.

Manufacturer narrative:
(B)(6) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot: 2407309, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to the reported event. Product undergoes a series of visual and functional evaluations throughout the manufacturing process, including verification that all critical dimensions are within specification such as luer threading. Testing results were reviewed for the reported lot and results were found to be acceptable. Retained samples of lot: 2407309 were used for additional evaluation. All product was visually inspected, no defects were observed, and luer threading was verified to meet required specification. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.